Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ edema: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ red particles in the surface of the shell. ¿ observed wear abrasion on the device. ¿ yellow particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Device has been explanted.

Event description:
Patient reported left side pain, edema, tenderness and capsular contracture baker grade unknown. Patient later reported severe hardening of the breast, and capsular contracture baker grade IV. Device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported pain, edema, tenderness and capsular contracture baker grade unknown. Device remains implanted. This relates to the left side.